Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of explant is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was explanted in 2017 due to ineffective therapy as their pain worsened and the system became less effective over time. The exact date of explant could not be provided.